Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch manufacturer report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices. Reportedly, unknown device failures occurred with both devices. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.